Event description:
Complainant alleged that while attempting to monitor a 14-year-old male patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector board was replaced as a precaution. The device was recertified and returned to the customer. The customer will be contacted to review their battery management/calibration practices. Analysis of reports of this type has not identified an increase in trend.